Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 21, 2016 that a flexiva 200 laser fiber was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the laser fiber tip broke off inside the patient and was successfully retrieved. The procedure was completed with another flexiva 200 laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.